Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an rcr procedure, the anchor broke. The anchor was left unsupported in the patient and an additional bone hole was required. A backup device was available to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The threads on the anchor have broken off and were not returned. The surface area of the anchor where the threads have broken off is heavily burnished. Dimensional inspection is prohibitive due to the anchors condition. The condition of the anchor suggests that excessive force may have been placed on it during insertion. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture.